Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not produce a quality image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide legal manufacturer's investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed and was caused by a faulty charged coupled device (ccd). Additionally, the device failed the water leak test due to a tiny pin hole in the cable. The malfunctions were attributed to a component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. If additional relevant information becomes available, a supplemental report will be submitted.